Manufacturer narrative:
UDI (di) (B)(4). Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has 2 scs leads from the same lot. It was reported the pt is no longer receiving effective leg stimulation and is experiencing uncomfortable abdominal stimulation upon increasing stimulation amplitude. A sjm rep was unable to resolve the issues with reprogramming. Additionally, x-rays revealed one of the scs leads has migrated. Surgical intervention will be taken at a later date to address the issues.